Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the "pump clip broken" and the customer was hospitalized with diabetic ketoacidosis; details, cause and nature of hospitalization were not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond and no additional information regarding the event could be gathered.